Manufacturer narrative:
Numerous attempts have been made to collect additional data from the reporting site, to date we have not received our required medical questionnaire. If we receive the document any additional information will be provided in a supplement report. Actual device was not returned, sterile devices from same lot have been provided for manufacturer evaluation. Actual device not returned.

Event description:
Device used by trained staff on patient during glucose testing. Nothing unusual was noted by the cna on the patients finger before or after the testing, used device was disposed of in sharps container. Two hours later the patient had to have another glucose stick and at that time she complained of pain at the previous injection site to cna who reported to charge nurse. Physician was requested to evaluate. The physician removed something from the finger at the injection site and disposed of it. Physician instructed charge nurse to inform risk management of the situation. The device was reported by risk management to medwatch.

Manufacturer narrative:
Unused product from customer.